Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer's blood glucose (bg) level was 900 mg/dl. Reportedly, the customer went to the emergency room, was admitted to the hospital and subsequently admitted to the intensive care unit (ICU) due to elevated bg and diabetic ketoacidosis. Customer attempted to self treat bg level by a bolus via pump and an manual dose injection. Customer was then treated intravenously with fluids of saline, insulin and potassium in the ICU. Customer has not been released from hospital at time of troubleshooting with tandem technical support (cts). Cts assisted the customer with correcting the time; and customer reverted to an alternate method of insulin therapy.